Event description:
It was reported that deflation issue occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 5.0 x 100mm, 75cm mustang balloon catheter was advanced and inflated; however, it was noted that balloon deflation was worse than usual. The procedure was completed and no patient complications were reported. It was further reported that the device used was a 6.0 x 100, 75cm mustang, not a 5.0 x 100mm, 75cm mustang balloon as what previously reported.

Manufacturer narrative:
Lot number updated from 0025494494 to 0025469799. Expiration date updated from 05/06/2023 to 04/24/2023. Device manufacture date updated from 05/06/2020 to 04/24/2020. Device evaluated by MFR.: mustang balloon was returned for analysis. A visual and microscopic examination of the balloon was conducted. The balloon was returned with the balloon wings in a relaxed state and the balloon had been subjected to positive pressure. No ruptures or tears were noted on the balloon material. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied; the balloon was inflated to its rate of burst pressure and pressure held for 30 seconds without issue. The inflation device was verified at 24 atmospheres, before and after use. A vacuum was then applied. The device successfully deflated within 37 seconds. No issues were noted with the deflated balloon profile. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no issues with the device shaft. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that deflation issue occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 5.0 x 100mm, 75cm mustang balloon catheter was advanced and inflated; however, it was noted that balloon deflation was worse than usual. The procedure was completed and no patient complications were reported.